Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced on (B)(6) 2018 due to noise, loss of capture and low impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.